Event description:
It was reported that the right ventricular lead had high impedance and was also oversensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that the defibrillation coil was distorted, the inner tubing was kinked/buckled, the outer tubing overlay melted, the outer tubing overlay cosmetic environmental stress cracking, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. Evaluation summary: (B)(4) distal conductor fractured (B)(4) partial lead in segments.